Manufacturer narrative:
On (B)(6) 2016 - we have requested the device be returned to the manufacturer. To date we have not received the device. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 - the consumer alleges smelt burning from the product. The consumer saw a flame come out of the product. Two decorated pillows were damaged.